Event description:
As surgeon was pulling suture through skin with needle holder on last stitch, he felt the very tip of the needle break. Despite x-ray and thorough examination, tip of suture was not found.